Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer stated insulin pump display was not blank less than 30 seconds and did not return. The customer was assisted with troubleshooting and the display did not return. Customer stated that flashing white and black hit the down button and middle button flashing white and black. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm missing segments/partial display due to display anomaly. Unable to confirm insulin flow blocked alarm due to blank display. Insulin pump also received with scratched lcd window.